Event description:
The clinician reports the implant was inserted (B)(6) 2014 in ada 19 of the patient's mouth. On (B)(6) 2019, loss of osseointegration was verified. Patient presented with poor oral hygiene. The device was forwarded to the manufacturer. At the event the patient experienced: peri-implantitis. No further patient complications were reported.